Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) reading 26mg/dl. Emergency medical services (ems) protocol was initiated and the patient was treated by ems with food/drink as treatment. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.